Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that drops of blood leaked, coming from the central line to the needleless connector. No patient harm was reported.

Event description:
The customer reported that with about 70 ml blood left to infuse, drops of blood were observed to have leaked, coming from the set spin collar to the connection to the needleless connector. The patient also had 250 ml nacl 0.9% attached to the tubing and a PICC line. No patient harm was reported.

Event description:
The customer reported that with about 70 ml blood left to infuse, drops of blood were observed to have leaked, coming from the set spin collar to the connection to the needleless connector. The patient also had 250 ml nacl 0.9% attached to the tubing and a PICC line. No patient harm was reported.

Manufacturer narrative:
Concomitant medical products: 250ml baxter bag din (B)(4), lot number w7f29c1 exp sep 18 naci 0.9% and a blood bag, PICC. The customer's report of a leak at the spin collar connection to the needleless connector was not confirmed. Visual inspection showed no anomalies. Functional testing showed no anomalies. The root cause of the customer's report was not identified.